Event description:
It was reported that intraoperative the patient experienced cardiac perforation during a procedure to implant a leadless implantable pulse generator (ipg). The patient's blood pressure dropped while using the delivery system to place the ipg. Periocardiocentesis was performed. It was reported that the patient expired. The ipg remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.